Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). Customer is using true metrix pro meter which is for multiple patient use. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test result of hi and e-5 error message using true metrix pro meter. The customer¿s expected am fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom and living room. The test strip lot manufacturer¿s expiration date is 03/20/2025 and test strips were opened 2 weeks ago. The meter memory was not reviewed for previous test result history.